Manufacturer narrative:
The device history record (DHR) of this plate were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We have consulted an experienced trauma surgeon for his independent opinion: the implant breakage is related to a delayed fracture healing (4 months) in addition to no proper reduction of the fracture.

Event description:
It was reported that a straight plate, 2.0mm, 13-hole was determined to be broken postoperatively. Original implant date (B)(6) 2013. A revision surgery was performed on (B)(6) 2013.